Event description:
The facility reported a colleague volumetric infusion pump with a failure on channel a. This condition occurred during bio-med testing. There was no pt injury or medical intervention associated with this report. This is involving a pump with software version 5.03.00 which is categorized as unremediated. There is no additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of channel a failure" was confirmed during product evaluation, finding unresponsive keys on the pump head module (phm) keypad and a faulty phm. Inspection of the device revealed the condition was caused by fluid intrusion. To correct this condition, the phm was replaced on channel a. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.